Manufacturer narrative:
The condition battery depleted set alarm was confirmed through the event history. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4).

Event description:
Colleague infusion pump was reported originally for a damaged battery. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4)personnel, the device was found to have experienced a battery depleted set alarm which interrupted delivery. This device utilizes user interface module master software version 6.13.92 categorized as remediated. No additional information is available at this time.